Manufacturer narrative:
The insulin pump passed displacement test, sleep current measurement, active current measurement and self test. No solid white display anomalies, missing segments, partial display anomalies or blank display anomalies noted during testing. The device was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and slightly damaged keypad overlay texture at left corner of overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s screen was solid white. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.